Manufacturer narrative:
Other device involved in this event: serial #: (B)(4) - monitor data cable / catalog number 1520us / expiration date: unk. Device available for evaluation: no. Device evaluated by MFR: no, not returned to manufacturer. Device manufacture date: unknown. Labeled for single use: no. (B)(4). Additional information received: it was also reported that there was an inability to connect the monitor data cable. The cable was exchanged. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Product event summary:it was reported that the patient experienced a message on controller to connect the driveline, the patient exchanged the controller immediately. Additionally, it was reported the inability to connect the monitor data cable. The controller (B)(4) and monitor (B)(4) were not returned for analysis. Review of the nonreturn devices' manufacturing documentation confirmed that the associated devices met all requirements for release. Log file analysis revealed two vad disconnect alarms on (B)(6) 2017 at 21:20:35 and 21:35:37, each alarm followed by a controller power up. The recorded alarms indicated that the driveline was physically disconnected from the controller, the second one most likely related to the reported controller exchange. The most likely root cause of the reported vad disconnect alarms can be attributed to a physical disconnection of the driveline. Failure analysis of the controller and monitor were not performed since the units were not returned. Applicable risk documentation and experience with poor mechanical connection events were considered; a possible root cause of the reported inability to connect the monitor data cable can be attributed to, but not limited to, connector damage, bent pins and/or connector wiring failure. Other device involved in this event: serial #: (B)(4) - monitor data cable / catalog number 1520us. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that there was a ventricular assist device (vad) stop alarm. The patient possibly remembers a message to connect the driveline. The patient exchanged the controller. There was no hemodynamic impact. No patient complications have been reported as a result of this event.